Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration") and abortion spontaneous ("miscarriage / still birth") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the uterine perforation, device dislocation, abortion spontaneous and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ perforation (other)/misplaced essure coil/migrated right essure device/migration of essure device location of device: uterus') and device breakage ('retained foreign body fragments/approximately 5-6 coils were removed but the remainder of the essure retained.') In a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, abdominal cramps and joint pain. Concurrent conditions included blurred vision, chest pain, menstrual disorder, dizziness and blood pressure high. Concomitant products included hydralazine for hypertension as well as labetalol. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage / still birth"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), rash ("rash / skin condition"), allergy to metals ("nickel allergy"), autoimmune disorder ("autoimmune disease") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight decreased ("other injuries/symptoms: wight loss"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed))). Essure was removed on(B)(6)2018. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, migraine, depression, anxiety, dyspareunia, psychological trauma, rash, allergy to metals, autoimmune disorder and headache outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, hypersensitivity and weight decreased had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, autoimmune disorder, depression, device breakage, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, psychological trauma, rash, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: surgical pathology report-the right coil is within the endometrial cavity. Received treatment for: pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy, migration, perforation, wight loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram . On (B)(6)2008: essure device was successfully occluded; on (B)(6)2008: total bilateral occlusion. Imaging procedure - on (B)(6)2008: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache ,menorrhagia, depression with anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: outcome of the event bleeding, weight loss updated to recovered/ resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ perforation (other)/misplaced essure coil/migrated right essure device/migration of essure device location of device: uterus') and device breakage ('retained foreign body fragments/approximately 5-6 coils were removed but the remainder of the essure retained.') In a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, abdominal cramps and joint pain. Concurrent conditions included blurred vision, chest pain, menstrual disorder, dizziness and blood pressure high. Concomitant products included hydralazine for hypertension as well as labetalol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage / still birth"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), rash ("rash / skin condition"), allergy to metals ("nickel allergy"), autoimmune disorder ("autoimmune disease") and headache ("headaches"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight decreased ("other injuries/symptoms: wight loss"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed))). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, vaginal haemorrhage, migraine, depression, anxiety, dyspareunia, psychological trauma, weight decreased, rash, allergy to metals, autoimmune disorder and headache outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain and hypersensitivity had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, anxiety, autoimmune disorder, depression, device breakage, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, psychological trauma, rash, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: surgical pathology report-the right coil is within the endometrial cavity. Received treatment for: pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy, migration, perforation, wight loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache ,menorrhagia, depression with anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- rash / skin condition, nickel allergy, autoimmune disease, headaches. Reporter information, cluster ID were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("miscarriage / still birth") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant) and menstrual disorder ("menstrual issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, menstrual disorder, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: quality safety evaluation of product technical complaint. Previously reported event migration was clubbed with uterine perforation and event pregnancy with contraceptive device was added. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ perforation (other)/misplaced essure coil/migrated right essure device'), device breakage ('retained foreign body fragments/approximately 5-6 coils were removed but the remainder of the essure retained.'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('miscarriage / still birth') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, abdominal cramps and joint pain. Concurrent conditions included blurred vision, chest pain, menstrual disorder, dizziness and blood pressure high. Concomitant products included hydralazine for hypertension as well as labetalol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 month after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other") and psychological trauma ("psych injury"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("other injuries/symptoms: wight loss"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed))). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, vaginal haemorrhage, migraine, depression, anxiety, dyspareunia, psychological trauma and weight decreased outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain and hypersensitivity had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, psychological trauma, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: surgical pathology report-the right coil is within the endometrial cavity. Received treatment for: pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy, migration, perforation, wight loss diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache ,menorrhagia, depression with anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events: abdominal pain, allergy: other, psych injury, other injuries/symptoms: wight loss were added. Outcome for pain, bleeding, allergy and lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration/ perforation (other)/misplaced essure coil/migrated right essure device'), device breakage ('retained foreign body fragments/approximately 5-6 coils were removed but the remainder of the essure retained.'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and abortion spontaneous ('miscarriage / still birth') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, abdominal cramps and joint pain. Concurrent conditions included blurred vision, chest pain, menstrual disorder, dizziness and blood pressure high. Concomitant products included hydralazine for hypertension as well as labetalol. In (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and menstrual disorder ("menstrual issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy(uterus and cervix removed))). Essure was removed on (B)(6)2018. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, abortion spontaneous, menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, depression, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: essure device was successfully occluded; on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache ,menorrhagia, depression with anxiety, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received. Lab data added. Concomitant medication and condition added. Updated verbatim as perforation/migration/ perforation (other)/misplaced essure coil/migrated right essure device. Events : abnormal bleeding (vaginal, menorrhagia), migraines / headaches, psychological or psychiatric problems condition: depression, mental anguish, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) retained foreign body fragments/approximately 5-6 coils were removed but the remainder of the essure retained were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.